Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the reservoir had an air bubble anomaly. The blood glucose at the time of the incident was 236mg/dl. The customer called in to report to report she was not comfortable with the pump. The customer states she had high blood glucose level and has changed set multiple times. The customer states there is air bubbles in the tubing and was concerned they were part of the recall. The customer was advised to disconnect and run a fixed prime and was able to see drops come out of the tubing. The high pressure test was attempted, but the customer did not have a tubing clamp. The customer was very frustrated and to have everything replaced. Troubleshooting was not able to resolve the issue. The device will not be returned for analysis.